Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "alarm (alarm)". This condition had the potential to interrupt delivery. It is unknown when and where this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with "alarm (alarm)" was confirmed and reproduced with service finding an f-49 alarm. The root cause of this condition was determined to be a defective/depleted main battery, which caused abnormal real time clock data . The main battery was replaced and all configuration option settings were reset. Should additional information be received, a follow-up medwatch will be submitted.